Event description:
During a wisdom tooth extraction, the device started to overheat. There was no change in the procedure due to the event. The procedure was completed with another device with no significant delay in the procedure. There was no injury to the pt or user.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The customer complaint was verified. The motor was replaced and preventative maintenance was performed. The device was sent back to the customer.